Manufacturer narrative:
Philips service replaced the niu board and piu board, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that table movement was partly available due to smart drive failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.